Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Bg was addressed via consumption of carbohydrates. The customer alleged that the pump's software was not suspending insulin as intended; however, pump data review by tandem technical support confirmed the pump was functioning as intended, and ultimately the cause was unknown.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.